Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's leads were found to be superior to the target. The patient is being brought back in and having the leads removed. They will be replaced the next week. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1hh4w, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1hh4w, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported there was in issue with the surgical robot used for lead placement which led to the leads being placed superior to the target area. The leads were explanted and replaced on (B)(6) 2017. No further complications were reported/anticipated. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that there was no issue with the leads. No further patient complications have been reported as a result of this event.